Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a highest blood glucose of approximately 265 mg/dl for more than six hours after lying down for bed, during which the ilet did not alert for high glucose; the user later performed a full supply change and corrected their cartridge connection technique after previously connecting the cartridge and connector adapter outside of the ilet, and switched to a libre 3+ sensor. Symptoms included feeling okay without other reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user troubleshooting with complete supply change, sensor replacement, and education on correct cartridge-to-pump connection. Investigation of this case revealed user technique issues related to cartridge and adapter connection outside the device that could affect insulin delivery, with hyperglycemia as the reported event and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.